Manufacturer narrative:
Date of event- estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Reported device code 2017. Excessive force. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the starclose se vascular closure system, instructions for use IFU, states: maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Based on the reported information, it is likely that the force applied during traction of the device against the vessel wall contributed to the reported loss of arterial access such that the device was pulled out of the vessel thus hemostasis was not achieved. The reported event appears to be related to user technique due to the reported force applied during traction of the device against the vessel wall. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. Device analysis.

Manufacturer narrative:
Date of event- estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the starclose se vascular closure system, instructions for use (IFU) states: maintain the left hand on the stabilizer to stabilize the device at the angle of the tissue tract, gently retract the device with the right hand until slight resistance is felt. The goal is to place the locator wings against the anterior surface of the arterial wall to locate the access site without applying tension on the artery. Based on the reported information, it is likely that the force applied during traction of the device against the vessel wall contributed to the reported loss of arterial access such that the device was pulled out of the vessel. The reported loss of arterial access appears to be related to user technique due to the reported force applied during traction of the device against the vessel wall. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 5f sheath after an interventional anterior tibial artery angioplasty procedure. Reportedly, excessive force was applied during traction of the device against the vessel wall, and starclose exited through the vascular access with the vessel locator wings open. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.